Event description:
The ge oec 9900 fluoroscopy system had reported data loss. Images saved not found in memory.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the system hard drive and loaded software to the system customer also advised on recommended shut down procedures in order to prevent software/hard drive corruption. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.